Event description:
A physician reported that in 2000 while treating a pt with a syringe of collagen, using an adg needle, the needle "popped off" and the collagen "splattered" on the pt and the staff. There was no injury to the pt or staff. The procedure was completed with a back-up syringe.